Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. The fse had replaced a data acquisition printed circuit board , after which the customer ran the instrument and released data. The fse returned the following day and replaced the faulty dat pcb board and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2000 results were generated on multiple patient samples. The results were reported out. The following day, the customer ran qc, (results of which were out ) and repeated the samples from the previous day. Corrected reports were issued. There was no known report of treatment given or withheld based on the discordant results.